Manufacturer narrative:
The insulin pump was received with ghosting display due to moisture damage on the electronics. The insulin pump had moisture damage found on the motor. We were unable to perform the functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to display anomaly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was exposed to moisture and the pump screen is blank. The customer's blood glucose level at the time of incident was 136mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.